Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and elevated metal ion levels.

Event description:
Litigation papers allege pain and elevated metal ion levels. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/17/17-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability/dislocations. Part/lot is being updated for the sleeve/stem.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update received 11/23/15. The retrievals coordinator has provided the decontamination and used medical device declaration for shipping forms. The date of revision has also been provided.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.